Event description:
Complainant had the st jude cardiac defibrillator & defibrillator sensing pace lead implanted due to ventricular fibrillation. On 3 dates complainant was shocked by device. Complainant was notified by their physician that the device was malfunctioning and emitting an artifact noise. The device thought the complainant was in fibrillation and shocked them. Complainant underwent surgery to replace malfunctioning device.